Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the priming process; insulin squirted out of the device. The patient's blood glucose at the time of incident was 435 mg/dl, which she treated via manual insulin injection. The customer declined troubleshooting for the high blood glucose. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped prior to the alarm. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to faulty force sensor resistor also, unable to perform occlusion test and basic occlusion test due to a33 error alarm. The insulin pump was received with cracked case at the display window corner, cracked lcd window, minor scratched lcd window, cracked battery tube threads and broken reservoir tube lip.